Event description:
Facility reported that allegedly the atec breast biopsy and excision device was delivered without a tissue filter.

Manufacturer narrative:
Device was evaluated by manufacturer and no tissue filter was present at that time. It cannot be confirmed with certainty that the tissue filter was not present at the time it was received by the customer.